Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations and as indicated by terumo cardiovascular system in the initial report submitted on august 20, 2015. (B)(4). The actual device was received and consisted of quick disconnect parts from the manufacturer and an affiliate site and both were connected with tubing. The manufacturer's quick disconnect showed blood between the tubing and the quick disconnect. The blood stopped at the cable tie and did not appear to go further. A review of the device history record confirmed there were no anomalies for the manufacturer's device. The sample was then pressure tested by closing off each end and filling the connector with air using a syringe. It was submerged under water and pressurized at approximately 500mmhg for 10 minutes during which time the actual device did not leak. The pressure was then increased to 1000mmhg for 10 minutes. Again, no leaks were noted. A third pressure test was conducted pressurizing the actual device to 1400mmhg for over an hour. No leaks were noted. There was an emphasized focus on the location where the blood could be seen between the tubing and the quick disconnect but no leaks were found. The parts were visually inspected again to determine if the tubing was truly bonded to the quick disconnect using cyclohexanone. The cable ties were removed from both connections at both quick disconnects to compare the two. Using hemostats, it was attempted to remove the tubing from both of the components, but they would not come apart as they would had cyclohexanone had not been used. No blood was in the location where the cable tie had once been applied. Although blood could be seen between the tubing and the quick disconnect, the reported event could not be replicated. The most likely root cause for this event would be attributed to customer technique in that the proper connection was not made between the two packs and the quick disconnects. Device labeling instructs the user to "inspect all connections for leaks of any kind, fluid or gas, from inside the circuit to outside, or vice versa. Tie-band and tighten all connections in the circuit." (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo cardiovascular systems corporation has received the actual device for evaluation; however, the investigation has yet to be completed. A follow-up report will be submitted when the investigation is complete and/or more information becomes available. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass the quick connect, located on the inlet side of the oxygenator, leaked resulting in less than 10cc of blood loss. The product was not changed out, and the procedure was completed successfully without delay. Blood loss of less than 10cc. Product not changed out. Procedure completed successfully without delay.